Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was failure of the dr board operational amplifier; the product was confirmed manufactured prior to implementation of a circuit design change to the operational amplifier.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The cause was isolated to a faulty printed circuit board (patient board set), which resulted in no image produced when tested with olympus series 180 scopes.

Event description:
A user facility reported to olympus that no image was produced. The problem, as reported to olympus, occurred during preparation for use. The intended procedure was completed using another device. There was no patient injury or harm, associated with the problem, reported to olympus.